Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that he lost his insulin pump during a hospitalization for high blood glucose levels and dehydration. The customer's blood glucose reading at the time of admission was 250 mg/dl. The customer was also vomiting. Advised the customer that the insulin pump would be replaced. Nothing further was reported.